Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed force bridge. The circumstances surrounding the reported issue are unknown. No symptoms were reported.

Manufacturer narrative:
Corrected data: a1, a2, a4, a5, b6, b7. The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was a force sensor bridge test failure. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to the main board failure. As a result, the main board and plunger sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.